Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of transfer set fell on floor and they reattached it and peritonitis with culture positive for staphylococcus epidermidis in a female (B)(6) coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. In 2010, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (lot numbers, doses and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On an unreported date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the event of peritonitis. The cause of the peritonitis was reported as transfer set fell on the floor and they reattached it. The event of transfer set fell on the floor and they reattached it occurred during a previous hospitalization for gi bleed. The patient was treated with unspecified antibiotics (dose, frequency and duration not reported). On (B)(6) 2011, the patient was recovering and was discharged. The nurse did not comment on the outcome for the event of transfer set fell on floor and they reattached it. It was not reported if dianeal and extraneal therapies was ongoing. The nurse stated that the event of peritonitis with culture positive for staphylococcus epidermidis was unrelated to dianeal and extraneal therapies. The nurse did not provide causality for the event of transfer set fell on floor and they reattached it.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was confirmed. The root cause for the reported condition of use error, which resulted in peritonitis was undetermined. A batch review for the potentially associated lot numbers (h11b21041, h11d25048) revealed no exceptions during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This issue is being investigated through CAPA.